Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridges were being filled with 250-260 units of insulin. Subsequently, the customer reported being able to withdraw 70 units of insulin from the cartridge when the insulin gauge displayed zero units. Review of the pump data logs showed that the customer had received accurate fill estimates; however, during an occurrence on (B)(6), the insulin gauge remained static at 105 units and decreased to 0 unit within 11 hours. There was no reported impact to the customer's blood glucose level.